Manufacturer narrative:
Olympus follow up with the user to gather add'l info regarding the reported event. The device referenced in this report were said to be 3 - 5 years old. There were no reports of infection associated with this matter. The user facility reported that these devices were previously being high level disinfected in their custom ultrasonics automated endoscope preprocessor prior to being autoclaved. The maj-855 instructs users to manually process the maj-855. Two maj-855 auxiliary water tubes were returned for eval. The eval found both to be discolored, likely due to extended usage. The discoloration appeared to be on the exterior of the device. One luer port was slightly chipped and dented. Both devices were forwarded to the original equipment manufacture for further investigation. The cause of the reported difficulty could not be determined. If significant add'l info is received, this report will be updated.

Event description:
Olympus received a medwatch report which stated, "title: xxxxx. Event desc: this is olympus tubing that gets reprocessed. It was reprocessed in a custom ultrasonic machine and then sent for steam sterilization, it was noticed on two different tubings that there was a small pinkish discoloration. Both tubings were at least 3 - 4 years old. No pt contact. Device usage problem: other."